Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that when an attempt was made to deploy the mini vision, the balloon had ruptured at 12 atm, during the first inflation. An indentation was still observed in the stent; therefore, post-dilatation was performed with another company's balloon to complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that potential causes of balloon rupture below the rated burst pressure include, but are not limited to, flaws in balloon material, mechanical damage from markers or damaged stent, mechanical damage from interaction with another device or anatomy. The device was prepared successfully, and was inflated up to 12 atm, which suggests that there was no pre-existing issue with the balloon prior to use. The lesion was eccentric and moderately calcified and may have caused or contributed to the reported balloon rupture. Based on the incident information, a conclusive root cause cannot be determined; however, there is no indication of a quality issue.